Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 069 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 8/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/04/2016 with the following findings: the pump powered on with auditory and vibration alerts to a blank screen. The pump¿s cover was removed and there was moisture corrosion found to the printed circuit board (pcb) on the eeprom circuit (electrically erasable programmable read-only memory). The ¿call service alarm issue¿ was unable to be adequately investigated due to an inability to run 24 hour basal program. The battery cap was not returned with the pump and a test cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.